Event description:
Not present on admission deep tissue pressure injury to left cheek has deteriorated to an unstageable pressure injury on [redacted]. Patient was intubated and proned from 2300 [redacted] to 0900 [redacted]-for 10 hours. Manufacturer response for endotracheal tube holder, anchor fast (per site reporter).